Event description:
It was reported while using bd bbl¿ middlebrook oadc enrichment, the media was contaminated. There was no report of patient impact.

Manufacturer narrative:
E.1. Initial reporter addr 1: (B)(6) clinic. Investigation summary: material 212351 is manufactured by rehydrating the media components with usp purified water, thoroughly mixing until a homogeneous solution is obtained, and the solution is then sterile filtered. Bottles are filled and caps are applied and torqued mechanically per standard operating procedure (sop). Bottles are then sent to a separate packaging area for labeling and to be packed into final shipping configurations. The batch history record review was satisfactory per internal procedures. Qc inspection and testing was satisfactory at time of release. The release testing that is performed on this product does include media appearance. No foreign objects were observed in qc samples at the time of release. If foreign matter had been noted during qc testing, the product it would have been placed on quality notification and further analysis including 100% inspection of the batch would have been conducted. The complaint history was reviewed, and no other complaints have been taken on batch 3277890. At the time of the investigation, the batch was expired, and retention samples were not available for investigation. Three photos were received for investigation of this complaint. Photos show cloudy media in bottles from batch 3277890. This complaint can be confirmed from the photos provided. No complaint trend has been identified; no actions are indicated at this time. Bd will continue to trend complaints. This MDR is being submitted as part of a retrospective review of records dating (B)(6) 2023-2025, under CAPA 11910483.